Manufacturer narrative:
Summary of evaluation: the results of the investigation concluded that it is difficult to determine the root cause of the event. A review of the device manufacturing history record for the catalogue #: 542-11-54f, could not be performed as the lot code was not identified. Previous investigations have concluded that protrusion was due to bad implant technique or pt's poor bone quality. However, due to the lack of information provided, the root cause of this event cannot be determined.

Event description:
It was reported that: "acetabular component protruded threw acetabular wall."